Manufacturer narrative:
The complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4) and sterilized under sterilization run (B)(4). A review of all infection complaints for gel breast implants was performed for the period from nov 2019 through oct 2021 and indicates that one month is out of control limit ((B)(6) 2019). Pr¿s (B)(4) were involved in (B)(6) 2019. An additional investigation was performed to determine any patterns or similarities related to these records.

Event description:
Healthcare professional reported "infection". Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported "infection". Device has been explanted. This record is for the right side.